Event description:
Medtronic received information through a literature article. Medtronic received information that 5 months post implant of this transcatheter bioprosthetic valve implanted in a 14 year old male, echocardiogram showed a peak-to-peak catheter pressure gradient of 60 mmhg across the valve and mild pulmonary regurgitation. At ca theterization, small fractures in the valve were noted and peak-to-peak catheter pressure gradient was 30mmhg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device remained implanted with the minor stent fracture. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the implant and explant date for this valve is unknown. No device history review can be completed due to no available serial number. If additional information is received, a supplemental report will be submitted. (B)(4).